Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer broke her belt clip to her insulin pump and is requesting a new one. The patient's blood glucose level was 47 mg/dl. The patient was sent a new belt clip. No information was recorded about the patient's low blood glucose. No further information was provided.